Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the company service representative reseated the cables and wiring. The nonconforming central processing unit (cpu) battery was also replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to the nonconforming central processing unit (cpu) battery. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the camera and the equipment turns off automatically. Procedure details and patient impact were not reported.